Event description:
Medics responded to a cardiac arrest, pt apneic and pulseless upon arrival. Ivs and intubation were started, the device was placed into AED mode, and therapy electrodes were applied to the pt. Reportedly, the device indicated motion and use of the device was inhibited. The device operator had the rig pull over to the side of the road, and had all pt activity stop. The analyze button was again pressed and the device indicated motion, use of the device was inhibited. The device operator was a paramedic and the device was switched into manual mode. Care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's viability due to the lack of response to resuscitation efforts.